Manufacturer narrative:
Additional information was received that the prescribed antibiotics ended up giving rash and thrush of the patient¿s mouth afterward the patient had another allergic reaction to another antibiotic that the patient had on. The cause of the drainage was unknown.

Event description:
A report was received that a clear fluid was draining from the patient's battery site again. The patient was admitted in the hospital to be treated with antibiotics intravenously.

Event description:
A report was received that a clear fluid was draining from the patient's battery site again. The patient was admitted in the hospital to be treated with antibiotics intravenously.